Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was alarming for replace battery alarm but the battery cap was unable to be removed from the pump due to damage to the coin slot. The reporter indicated trying to remove the battery cap with a coin, butter knife, and spoon without success. The reporter indicated that blood glucose levels elevated to 300 mg/dl with increased thirst. The reporter was advised on different possible methods of removing the battery cap if the slot is stripped. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: there was no damage observed to the battery compartment. The battery cap top coin slot was observed to be damaged. Unrelated to the complaint, the pump powered on to the verify screen with a dim and pink display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.